Event description:
Handpiece to thunderbeat worked but the machine it plugs into showed an error message and said to check probe. Machine was restarted and the error message still showed. Item was taken off the field and replaced with harmonic.